Manufacturer narrative:
(B)(4). The device was returned to baxter an evaluation was performed. The evaluation confirmed and reproduced the constant air in line alarms. The ultrasonic sensor readings were found to be out of specifications (low), caused by a failed upstream sensor. With low ultrasonic readings it makes the pump more sensitive to air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.